Event description:
It was reported that the patient underwent an initial procedure for implanting a left ventricular lead. The patient had tortuous anatomy and the lead did not track through the introducer. After multiple unsuccessful attempts the lead was not implanted. Patient was stable before, during and after the procedure.